Event description:
It is reported that a customer has issues regarding their insulin pump's sensor. The patient's blood glucose was at 188 mg/dl. The customer stated that the she pulled it out and it was bent. The customer stated that there were signs of infection on around the area of insertion. The customer stated to contact their health care provider for assistance with any kind of infection. The customer does not have any current signs of infection. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.